Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a replace now battery alarm. The customer¿s blood glucose level was 129 mg/dl at the time of the incident. It was reported that in the mid night the battery replace alarm went off and changed the battery was hot to the touch when the battery came out of the pump. Customer did not receive a low battery alert prior to the replace battery now alarm. The troubleshooting was performed and was advised the insulin pump requires brand new or fully charged batteries to work effectively and was reported that the issue was resolved. The customer was advised to monitor the pump and call if problems persist. The insulin pump will not be returned for analysis.